Event description:
Radial approach was chosen for the procedure. The guiding catheter (gc) (launcher 5 french (jl) judkins left 3.5) was used for the procedure. The target lesion was crossed with a guidewire (gw). Intravascular ultrasound (ivus) was conducted and pre-dilation with a balloon (mercury 2.0/15mm) was conducted. A cypher (2.5x23mm) was being delivered to the target lesion for implant, but the cypher became stuck proximal to mid lad and it would not advance further. Therefore, the cypher was being removed from the patient, but the proximal end of the stent became stuck at the tip of the gc and the cypher could not be retrieved into the gc. Then the physician tried to remove the entire system including the gc, but the stent dislodged as it was passing the brachial artery. Therefore, only the stent delivery system was removed from the patient leaving both the gc and the gw. The dislodged stent was removed with snare out of the patient safely. Plain old balloon angioplasty (poba) was conducted and the lesion was satisfactory dilated and was confirmed with angiography. The procedure was finished. There was no patient injury reported. The product will be returned for analysis. The target lesion was mid (lad) left anterior descending artery. The lesion was a de novo. The vessel was slightly calcified but not tortuous. There was 90% stenosis.

Manufacturer narrative:
The product is expected for analysis. Additional information will be submitted within 30 days.